Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate occurred. Tandem technical support reviewed insulin values with customer and it was found the fill estimate was accurate. However, customer maintained the estimate was incorrect. Customer reloaded the same cartridge and fill estimate was accurate. Customer's blood glucose was 234 mg/dl.